Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported error displayed and alarmed upon power up of the pump. Root cause of the reported issue is unknown, but a faulty microprocessor unit board was suspected. Recommended that the microprocessor unit board be replaced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Additional information was received by the manufacturer on 18-nov-2022 via email and attached to the complaint object which confirmed that the reporter has no further information other than the issue with the pump stated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during an returned order service, an error message occurred and the device would not stop beeping even without the batteries. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.